Event description:
Gentamycin 120mg ivpb hung per avi pump at 20:30. When IV checked at time to hang next bag of gentamycin, bag found to be full. Clamp was unclamped but did not infuse. Laboratory test for gentamycin peak & trough delayed due to non-infusion of medicine. When event discovered, new tubing was hung and the gentamycin was infused without incident.